Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a low blood glucose of 29 mg/dl. The customer treated with orange juice and stated that the low was due to medication and declined troubleshooting.